Event description:
It was reported that 3 days after implantation of a 2.7x20mm taxus express2 drug eluting stent, an instent thrombosis occurred. During the initial procedure, a 100% occluded lesion was located in the proximal to mid left anterior descending (lad) artery. The lesion was described as ¿60% tubular lesion followed by a septal branch, then completed occlusion of the lad.¿ after the lesion was pre-dilated with a 2.5x9mm maverick balloon inflated to 6 atms, a 2.7x20mm taxus stent was deployed to 12 atms in the lesion. The 2.75x20 mm taxus stent was post-dilated with a 3.0x12 mm balloon inflated to 12 atms. A region of haziness was seen distal to the 2.75x20mm taxus stent which was treated by deploying a 2.75x8mm taxus distally. Post interventions results were reported as ¿0% residual stenosis.¿ the patient was medicated with heparin, nitroglycerin, morphine, plavix, and integrilin. Patient complications were reported as ¿none.¿ the patient presented 3 days after the initial procedure with 10/10 chest pain, st elevation in the anterior leads, a 100% occluding thrombosis in the mid lad, and 70% stenosis in the proximal lad. A pronto v3 extraction catheter was used to aspirate the thrombus, resulting in timi iii flow in the lad. Intravascular ultrasound was used to visualize a ¿significantly stenosed¿ region in the proximal lad. A 3.0x12mm taxus stent was deployed in the stenotic lad region. A 3.0x21mm nc stormer balloon was used to post-dilate the 3.0x12mm taxus stent and the two previously deployed stents placed three days earlier. Subsequently, a 2.0x8mm balloon, placed in the ostium of the diagonal artery, was used with the 3.0x21mm nc stormer balloon, placed in the lad, to dilate the lesion using a kissing balloon technique. This was followed by separate dilations of the 3.0x 12mm taxus stent in the lad. Post-intervention results were reported as ¿no residual stenosis.¿ the patient was reported to be doing ¿fine.¿

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 7927229 have been reviewed and no issues or discrepancies were found.